Manufacturer narrative:
Npb was only authorized to download the software.

Event description:
The customer reported that the 840 ventilator stopped cycling. Patient involvement is unknown. The customer reported to have replaced the bdu pcb. The vent passed all testing.